Event description:
Customer reports a 0.5ml/hr seven-day infusor overinfused over 5 days instead of an anticipated 7 days. The infusor was filled to 84ml with 2100mg of 5fu in dextrose in 5% water. The customer reports no pt injury.